Event description:
It was reported that the 9800 system, at boot up, experienced error code data error, collimator closed and camera rotation not working. System out of service. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified breaks in hv cable and a weak xrc battery. Replaced xrc battery and ordered hv cable. Hv cable replaced. The system was tested and found to be working as intended and placed back into service.